Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2020. Cause of death was unknown and autopsy was not performed. The customer¿s health care professional, who spoke with a family member, stated the customer had adjusted carbohydrate ratio pump setting several days prior to death, inadvertently decreasing the amount of insulin received for a meal bolus. In addition it was reported that on the date of death, the customer was not feeling well and was later discovered deceased in the home; vomit was discovered in the customer¿s car and on clothing. Customer had experienced elevated blood glucose (bg) in the range of 401-580 mg/dl on the day prior to death. Continuous glucose monitoring terminated on the afternoon of (B)(6) 2020 and there were manual bg entries after the termination. There is no pump data available for the event date, as the last pump upload was approximately 2 weeks prior to the event date. No additional information is available, as pump will not be returned for investigation.